Event description:
The user facility reported a 45-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced a large hematoma at the access site and required 1 unit of blood. Support with the implanted pump was maintained following the event.

Manufacturer narrative:
The impella device was not returned by the customer and therefore an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported hematoma has been completed. The device was not returned for evaluation nor was clinical information provided sufficient. Therefore, the root cause of the reported issue could not be determined.